Event description:
It was reported, that during a da vinci-assisted cholecystectomy surgical procedure. The permanent cautery hook instrument had arcing issue while cauterizing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional informatio. However, no further details have been received as of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting, arcing issue. An investigation was completed. Intuitive surgical inc.(isi) has received the part to perform failure analysis. The permanent cautery hook was analyzed. Failure analysis investigations did not replicate nor confirm, the customer reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument delivered energy without any issues on 3 of 3 attempts. There were no signs of arcing. The instrument was fully functional. There was no problem detected. This complaint is considered a reportable malfunction, due to the following conclusion: it was alleged, that the instrument arced. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur.